Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was sterility comprised? Yes the sterility was compromised. Was there damage to the blister? Yes. There was damage to the blister.

Event description:
It was reported that during a laparoscopic sleeve procedure, the plastic container that the stapler sits in was damaged in shipping. The product was not used and another of the same device was opened. There were no patient consequences.